Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the paddle isn't recognizable. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site however the customer decided to repair the device with the third-party service provider and no details regarding the repair nor the final status of the device was reported. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddles. The reported problem was confirmed. No work by philips was performed, the status of the device is unknown. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer decided to repair the device with the third-party service provider and no details regarding the repair nor the final status of the device was reported.